Event description:
During a ptca procedure, the maverick otw balloon ruptured in an unspecified vessel at low pressure. No pt injuries or complications were reported.

Event description:
It was further reported that the maverick otw balloon was used in a stenting treatment procedure. The lesions being treated were tubular, 80% stenotic lesion in the mid left circumflex coronary artery, and a discrete, 80% stenotic lesion in the distal left circumflex coronary artery. The physician used a jl4.0 guide catheter to cross the lesion. The procedure was successfully completed by placing a pixel 2.0/18 mm stent as was previously planned.